Event description:
Device 1 of 2. Reference MFR report#1627487-2015-08117. It was reported the patient's cervical lead has migrated due to a fall. Surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2015-08117. Additional information received identified one of the leads (unknown which one) was explanted and replaced on (B)(6) 2015. Effective stimulation was restored with the surgical intervention.

Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.